Manufacturer narrative:
Concomitant medical devices: product ID: 3550-39, lot# n368239, implanted: (B)(6) 2014, product type: accessory. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(6).

Event description:
It was reported that the right side was not working since implant. It was noted that the patient had another trial procedure done on the (B)(6) that required another wire to be placed due to the right side not working. It was only left in until tuesday. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): [omitted information pertaining to a broken recharger belt captured in pe (B)(4)]. It was reported that the right side was not working since implant. It was noted that the patient had another trial procedure done on the (B)(6) that required another wire to be placed due to the right side not working. It was only left in until tuesday. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received. 2015-06-24 lfc (hcp): additional information received reported that the issue was not device related.